Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. A 3.00x32mm promus element¿ plus drug eluting stent was unable to cross the lesion. The device was removed from the patient. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damage.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. The stent struts on one row at the centre of the stent was slightly raised off the balloon material. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device from the patient. No issues were noted with the balloon profile. The balloon wings were tightly wrapped and the balloon was not subjected to positive pressure. There were no issues noted with the devices inner and markerbands. A visual and tactile examination found that the shaft polymer extrusion was kinked 20mm distal to the strain relief. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).